Event description:
It was reported that the ventricular output on the external pulse generator (epg) was showing a negative number during testing, even after switching test leads. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Evaluation summary: the generator was returned and analysis was unable to confirm the customer comment that the ventricular output was reading inaccurately. Analysis did find that the upper case and two side bail covers were broken, and that the lower case was broken and contaminated, that the ring cover was contaminated and that the battery contacts were compressed. (B)(4).

Event description:
It was reported that the ventricular output on the external pulse generator (epg) was showing a negative number during testing, even after switching test leads. The epg was returned for repair. There was no patient involvement.